Event description:
Healthcare professional reported, "implant removal from textured to smooth, due to the concerns of the product". Healthcare professional, later reported, rupture. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed, as fold flaw opening. Anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. As per the investigation procedure: crease, non-penetrating nick and wear abrasion were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.